Manufacturer narrative:
Reference MFR report # 2916596-2016-01598 for the report of the previously provided ungrounded patient cable due to a suspect short to shield condition on the internal portion of the driveline. (B)(4). Approximate age of device ¿ 2 years and 7 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the emergency department on (B)(6) 2017 for an unrelated event and an active driveline fault alarm was observed. The alarm had begun on (B)(6) 2017 and was cleared upon arrival but then returned. The patient had previously been provided an ungrounded patient cable due to a suspect short to shield condition on the internal portion of the driveline. Rtf was 100. Technical services reviewed the submitted log file which revealed pump stops on (B)(6) 2017 while on power module support and (B)(6) 2017 on battery support potentially caused by a phase-to-phase percutaneous lead short. The driveline fault alarms appeared to be system controller related. Technical services also reviewed the submitted x-rays which showed areas of concern proximal to the system controller. Also there appeared to be some degradation of the silver plated copper braided sheath proximal to the pump. On (B)(6) 2017, technical services performed a distal end percutaneous lead (driveline) replacement with backup system controller put into use. Post-replacement the lvad system was placed on a grounded patient cable. It was reported on (B)(6) 2017 that no additional alarms had occurred with grounded patient cable. The patient was still admitted with plan to discharge on grounded patient cable.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed pump stop events and the reported driveline fault, a specific cause for the events could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted log file contains data from (B)(6) 2017 08:01:18 am through (B)(6) 2017 12:54:08 pm. Momentary pump stops with associated low speed advisory/hazard alarms were observed on (B)(6) 2017 at 06:50:43 am and (B)(6) 2017 at 07:30:51 am, while the system controller was connected to a power module and 14v li-ion battery power, respectively. 4 low flow hazard alarms were captured associated with the low speed hazard events. In addition, 82 driveline fault alarms and corresponding yellow wrench advisories were captured throughout the captured data. The captured events appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2017 and the replaced portion was returned in a segment measuring approximately 8.5 inches. The outer layers of the driveline were severed approximately 6 inches from the metal connector. Metal braided shield breakdown was observed approximately 2.5 inches from the metal connector (terminus of the bend relief), with minor breakdown observed along the remainder of the returned segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and high-potential testing of the driveline segment did not reveal any areas of compromised wire insulation that would have contributed to the reported and observed events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.